Event description:
Baxter (B)(4) reported that a customer contacted baxter technical services and reported a system error 2240 (air in line) alarm was displayed on the homechoice (hc) machine. The technical service representative (tsr) advised the nurse that air has entered the cassette and tubing during therapy. The tsr advised the nurse to start over with new supplies. There was patient involvement however no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown, a batch review will not be conducted. Should any additional information become available, a follow-up report will be submitted. A 510k number cannot be provided in this report because the product code is unknown at this time.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.